Manufacturer narrative:
Clinic reported of a patient sustaining full thickness burns on her neck following treatment with facetite. Investigation is ongoing.

Event description:
Full thickness burns on neck following facetite procedure.

Manufacturer narrative:
Clinic reported of a patient sustaining full thickness burns on her neck following treatment with facetite. Investigation is ongoing. 13-feb-2025: follow up report is submitted with investigation conclusions. The system and the handpiece passed technical inspection with no issues. Investigation attributed the root cause to user error: incorrect technique. The user stayed on the same spot for too long, using rather high internal temperature and rubbing against the dermal plexus, causing thermal damage. The patient is healing well and retraining has been scheduled for the clinic.

Event description:
Full thickness burns on neck following facetite procedure.